Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. It was reported that all tmc hardware was removed in a revision surgery on (B)(6) 2018 due to non-union and screws backing out. Radiographic evidence was reviewed and although the results were inconclusive as to the likely cause, it did indicate at least one screw was backing out of each plate. Additional information also indicates the patient was walking around in house shoes without a boot 2 weeks post-op. A number of factors could have contributed to the non-union and screws backing out, however the most likely cause cannot be determined due to the devices not being returned for evaluation and the inconclusive results of reviewed radiographic evidence. Based on the available information, it is likely the patient's non-compliance and non-union of the patient's bones resulted in the screws loosening and eventually backing out. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit, along with warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2018, all tmc hardware was removed in a revision surgery on (B)(6) 2018 due to non-union and screws backing out. There was no other report of any patient impact or injury as a result of this event.